Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose (bg) level of approximately 600mg/dl and diabetic ketoacidosis. Customer was treated with intravenous insulin and saline, and was discharged on (B)(6) 2021 with no permanent damage. Tandem technical support performed a pump system check and found that the pump performed as intended. Reportedly, a red bump was found on the customer's skin where the infusion site had been, however, the customer was unable to determine if poor insulin absorption had occurred at the site. Reportedly, the customer continued to use the pump for insulin therapy.